Event description:
On 2/14/2022, it was reported by a sales representative via phone that a drill bit from anar-8929tds syndesmosis tightrope kit broke off and remains in patient. This was discovered during a syndesmosis tightrope procedure on (B)(6) 2022. Surgeon did not want to remove the broken piece because after surgery, patient will not be able to walk for 8 weeks and will reassess if need be after patient starts walking again.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.